Event description:
The device was used during an oophrectomy procedure. Reportedly, the instrument did not fire and the handle broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.